Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 74 and 77mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6) customer called in states the meter is reading high.